Event description:
The customer reported via phone call that the insulin pump alarmed a test failure at 10:01 am. The customer did not know the blood glucose reading. The customer stated that she changed the batteries 4 times, and the insulin pump continued to alarm. She was unable to reach the insulin pump's main menu. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.